Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat vaginal vault prolapse, vaginal adhesions, and dyspareunia concurrently with resection of vaginal adhesions, laparoscopic sacrocolpopexy, right ureterolysis, and lysis of adhesions. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06723. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-xxxxx. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary tract infection, urinary urgency, nocturia, and sensation of incomplete emptying. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary frequency, urinary tract infection, urinary urgency, nocturia, and sensation of incomplete emptying.